Manufacturer narrative:
(B)(4). Baxter received the sample for evaluation. Visual inspection was performed with no issues noted. A simulated therapy was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a leak. It is unknown at what step of therapy the event occurred. There was no patient involvement. No additional information is available.